Event description:
The report stated that when they went to use the suction coagulator, they pressed the button to activate, but when it was released, it did not shut off. There was no patient injury.

Manufacturer narrative:
(B) (4). (B) (4). An evaluation found that the foam under the coag button was caught alongside the button causing it to stick intermittently. The foam may have been misaligned during the assembly process causing it to become wedged. Review of database found this to be an isolated occurrence. Manufacturing personnel have been notified.